Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Pocket stimulation was performed and the noise was reproduced. During the ra lead revision procedure lead insulation damage was visually observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.